Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 1/3 was not confirmed due to a lack of sample. The lot number was not provided; therefore, a batch review cannot be conducted. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 1 of 3. Gts had the patient close all the clamps and transfer set to cycle the power twice, clearing the error to the "press go to start" prompt. Gts explained the error indicated a large amount of air had entered into the disposable set. The patient did not disconnect, all the bags were connected, the spare line clamps were closed and there were no leaks or wet lines. Gts had the patient discard the supplies and report the error to their nurse. The patient elected to complete therapy manually. No injury or medical intervention was reported.